Manufacturer narrative:
Uf/importer rpt num:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device pilot balloon could not maintain air. It was confirmed that the cuff had a hole in it and there was a required tube changed.